Event description:
It was reported that a pta balloon ruptured circumferentially and separated into two pieces within the pt. The separated portion of the pta balloon was successfully retrieved with a snare. An inflation device with a pressure gauge was used to inflate the balloon. No pt injury.

Manufacturer narrative:
The complaint sample was discarded by the user facility. The device history records could not be reviewed, as the lot number was unk. The investigation is currently underway.